Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer's mother that their insulin pump may not be functioning properly due to high blood glucose levels. Customer attempted several set changes but it did not resolve the issue and is treating with manual injections. Customer's blood glucose level was 570 mg/dl at time of reporting. Nothing further reported.